Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient stated that there was fluid inside the cassette door and on the tubing. Patient reports being treated for peritonitis. There is no sample available for evaluation.